Event description:
It was reported that the ventilator shutdown during ventilation there was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported device was investigated onsite, according to the service order the issue was resolved by replacing the control cable. The control cable connects the user interface with the patient unit, the control cable connectors must be connected carefully to avoid damages on the connector pins. A sudden malfunction of the control cable during ventilation will lead to a black screen (user interface), the ventilation will continue with preset settings. No change of the ventilator settings can be made when the screen turns black since the power to the user interface is lost. The device on/off switch is located in the user interface, this function will not work either when the control cable is malfunctioning. No device logs were returned for evaluation, and no pictures or the actual replaced control cable has been returned for investigation. Considering the remedy that resolved the reported issue, it is our conclusion that the user interface went black during ventilation, but the actual ventilation continued with unchanged settings. Since the on/off switch is located on the user interface, that function was also lost during the event. The cause of the control cable malfunction cannot be established without the actual cable, or pictures showing i.e potential physical damage that could have led to the reported event.

Event description:
Manufacturer's ref #: (B)(4).